Event description:
It was reported the insulin pump was not working correctly. Customer has been disconnected from the device. Troubleshooting was performed and device passed. Customer's blood glucose was 1489 mg/dl. Customer stated the customer had high blood glucose due to delivery failure which caused customer to go to the hospital. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.